Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, ventricular sensing integrity counts (sic) up to 49; ventricular tachycardia (vt)-nonsustained episodes with evidence of lead noise oversensing. On (B)(6) 2014, rv coil impedance spiked to 1330 ohms, then spiked to 4047 ohms (B)(6) 2014. Rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter (sic) greater than 30 in 3 days and rv lead impedance variation in last 60 days.

Event description:
It was reported that lead integrity alert (lia) was triggered. There was high impedance, oversensing or noise on the right ventricular (rv) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.